Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found lines in the image when the camera was shaken. Based on the results of the investigation, the lines in the image occurred because the video function did not function properly due to a poor cable connection. A definite root cause for the loose connection cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of the device.

Event description:
It was reported, the camera head had a loose connection. The issue occurred after a therapeutic laparoscopic procedure, during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had a loose connection. The issue occurred after a therapeutic laparoscopic procedure, during maintenance. There were no reports of patient harm.